Manufacturer narrative:
All available information was investigated, and the reported premature activation (clip detached from catheter before deployment) and off-label use (indication for use) could not be replicated in a testing environment during returned device analysis. The l-lock tabs were observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported premature activation could not be determined. The observed scratched l-lock tabs appear to be a cascading effect of the premature activation. The reported off-label use was associated with the use of the mitraclip device on the tricuspid valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report a mitraclip ntw that prematurely detached from the shaft of the clip delivery system. It was reported that a patient presented with grade 3 mitral regurgitation (mr) and grade 3 tricuspid regurgitation (tr). During a mitraclip procedure, the mitraclip ntw was used off label with a triclip steerable guide catheter (tsgc). The ntw grasped on central a2 and p2 of the mitral valve. Leaflet insertion was completed, and the clip was check on fluoroscopy. It appeared as though the clip was detached from the shaft of the clip delivery system (cds) before starting the deployment sequence. The actuator mandrel (splint) remained stable and the clip displayed movement, which indicated there was a detachment of the cds from the clip. The decision was made to deploy the clip. The ntw was deployed, the clip was stable on the leaflets, and there were no issues. The mr was reduced to grade 1. The procedure continue to tricuspid valve intervention, and 2 triclip xtws were successfully implanted, reducing tr to trace. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).